Event description:
During remote follow-up, oversensing was observed. Abbott technical support was contacted and believed the oversensed signals may be related to myopotential oversensing and recommended isometric testing and reprogramming. No intervention was performed at this time. The patient was stable.

Event description:
During remote follow-up, oversensing was observed. Abbott technical support was contacted and believed the oversensed signals may be related to myopotential oversensing and recommended isometric testing and reprogramming. The device as reprogrammed but episodes of oversensing reocurred. The patient was stable.

Event description:
Additional information was received indicating additional device reprogramming was performed.